Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had vaso-spasm. The right ventricular (rv) lead and right atrial (ra) lead were difficult to place, had limited "push-ability", and the rv lead was very difficult to reposition. The rv lead was removed and replaced. It was suspected that there was an abrasion on the proximal end of the rv lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.